Event description:
A customer contacted baxter's (B)(4) to report having a leak in the extension line during use on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to change to a new extension line which had no leaks. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated about 5 inches from the end of the line, he noticed an oval shaped distortion on the extension line. He stated that there was a hole where the line was clamped. The hp discarded the sample and resumed therapy with a new line. The hp stated he was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the home patient, the sample was discarded.